Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: h3 and h10. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. The reported problem did not result in increasing the port size incision. No fragments fell inside the patient. No photographic images or video are available for review. The monopolar curved scissors (mcs) instrument was analyzed and the complaint regarding a bent instrument was not confirmed by failure analysis. The mcs instrument was analyzed and upon visual and microscopic inspection, no damage was found to the wrist assembly. No misalignment of blades or bent tube extension was observed. New tip cover was successfully installed onto the monopolar curved scissors (mcs) as well. The instrument was placed on a test system, and the cut test was performed. The scissors cut cleanly through 0.006" latex. The latex did not snag at the scissor tips. The blade edges were not damaged. Blades opened and closed properly. No difficulty removing and installing the instrument through various 8mm cannulas on multiple attempts. Levers were still present on the instrument and were easily depressed to remove the instrument during disengagement.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon lost control of the monopolar curved scissors (mcs) instrument intraoperatively and asked assistant to remove instrument. The instrument was unable to be removed due to bent tip so the mcs and cannula had to be removed together in order to remove the instrument from the patient. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the bent tip preventing it from being removed through the cannula, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An RMA has been received; however, failure analysis has not been completed. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. System log investigation: a review of the instrument log for the mcs instrument (pn#: 470179-19 lot#: n11210208-0703) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk0569 for approximately 3 minutes. The alleged event occurred on the 1st use of the instrument with 9 remaining. The reported event date of on (B)(6) 2022 was incorrect. The incident occurred on (B)(6) 2021 based on log file review. Event verification confirmed that the mcs instrument was last used during a low anterior resection (lar) on (B)(6) 2021 on system sk0569. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of a bent main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being classified as a reportable event due to the following conclusion: the instrument could not be removed from the cannula due to a bent instrument tip.